Event description:
A pinhole in the catheter. The indwell time was unknown. The device was removed due to subcutaneous leakage. A cut was located at 4 cm distal from the cuff.

Manufacturer narrative:
The complaint of leaks in the catheter is confirmed. Multiple leak sites were identified during hydraulic pressurization of the catheter. Two leak sites have been identified. The two leak sites are found 1.5 inches distal to the surecuff. Microscopic examination of the leak sites revealed two chevron shaped puncture sites in the catheter tubing. The damage found on the returned complaint sample is consistent with an inadvertent nick by a needle or scalpel; however, the exact mechanism of damage is undetermined. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A chr is not possible, as no manufacturing lot number information has been provided by the complainant.